Event description:
Ventilator stopped working. Alarms sounded and displayed ventilator inoperable. Smoke was coming from ventilator power supply. Patient was removed from defective equipment and manually ventilated. Defective equipment was replaced with working model. No patient problems.